Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for about an hour and a half. At the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries.